Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used, not in its original packaging and it was decontaminated. The screen was scratched, and the syringe port was cracked. Functional testing was unable to duplicate the reported problem. However, the functional test found error code 112. The root cause of the problem is an intermittent motor. Service history review identified that the device was related to a previous service. As a result, the front and rear housing, housing seal, syringe and battery cap, keypad, rear label and the motor were replaced. After this repair, the device successfully passed all functional tests.

Event description:
It was reported that the device exhibited a system fault alarm. There was no patient involvement.